Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 14-feb-2017 from a physician. This case involves a (B)(6) year old male patient who received treatment with synvisc one and after unknown latency experienced pseudoseptic reaction. The patient continued with mild to moderate knee pain which worsened with running or prolonged standing. The concomitant medication included paracetamol (tylenol) and fish oil. The patient had no known allergies. The surgical history was significant for arthroscopy on the left knee and arthroscopy on the right knee. The family history was significant for depression/anxiety and diabetes. The patient denied tobacco use and admitted to drinking alcohol once a week. The patient drank 1 to 2 caffeinated beverages a day and denied a history of recreational drug use. The x-rays of right knee on (B)(6) 2016 showed no fracture or dislocation, moderate lateral degenerative joint disease (djd), moderate patellofemoral djd and the x-rays of left knee showed no fracture or dislocation, lateral joint space narrowing and mild patellofemoral djd. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient presented to the doctor for follow up evaluation regarding both knees. The right knee was more symptomatic. The patient denied fever, chills or flu like symptoms. The right knee as well as left knee examination showed neutral alignment and no effusion and the palpation was: medial joint line tenderness: mild for both knees; lateral joint line tenderness: mild for both knees; patellofemoral tenderness: mild for right knee and none for left knee; patellofemoral crepitus: mild for both knees; patellofemoral apprehension: none for right knee. The range of motion was: extension: 0; flexion: 130, motor strength was normal and sensation was normal. The capillary refill was normal and there was no pitting edema. There was no valgus or varus laxity. Based on patient's evaluation, the doctor recommended a viscosupplementation injection. The doctor discussed risks and benefits of the injection with the patient and the patient agreed to proceed with the injection. The same day, the patient received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date: not provided) into both knees for knee osteoarthritis. The doctor discussed natural history of symptoms, available radiographic findings, and clinical findings with the patient. The injection was performed under sterile conditions and the patient was to return in 6 months for follow up. On an unknown date in (B)(6) 2016, after unknown latency, the patient likely had a pseudoseptic reaction. The doctor told the patient that the symptoms were persistent and in that case recommended over the counter (otc) medications and/or anti-inflammatory medications and/or pain medications, ice modality, avoidance of exacerbating activities and watchful observation. On an unknown date, on friday night, the patient's right knee was swollen. It was reported that he treated the pain with codeine/paracetamol (tylenol 3 w/ codeine). It was reported that the pain was so severe that the patient had to go to the emergency room (ER) saturday morning where they drained his knee, gave cortisone injection, and prescribed him ibuprofen at a dose of 300mg which the patient took as needed (prn) for inflammation. It was reported that the patient also started to feel a tightening ache in the left knee. The patient did not experience any other medical problems and rated the pain at a 4/10 in the right and 3/10 in the left. It was reported that the symptoms improved after aspiration and injection. Since the previous visit to the doctor on (B)(6) 2016, patient's right knee had slightly improved. As of (B)(6) 2016, the patient continued with mild to moderate constant pain at the left knee which increases with stairs and walking. The patient indicated to having left knee swelling on monday night and the patient reported to the ER. The treatments included drainage and was administered a cortisone injection which helped. The patient continued with tightness in the left knee. The pain was moderate with a 6 out of 10. It was reported that the patient could gradually resume all activities and in future, he would require a different viscosupplementation injection in future due to pseudoseptic reaction with synvisc one. The patient was instructed to return for follow up was needed. Corrective treatment: codeine/paracetamol; cortisone; ibuprofen. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention.

Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 14-feb-2017 from a physician. This case involves a (B)(6) male patient who received treatment with synvisc one and after unknown latency experienced pseudoseptic reaction. The patient continued with mild to moderate knee pain which worsened with running or prolonged standing. The concomitant medication included paracetamol (tylenol) and fish oil. The patient had no known allergies. The surgical history was significant for arthroscopy on the left knee and arthroscopy on the right knee. The family history was significant for depression/anxiety and diabetes. The patient denied tobacco use and admitted to drinking alcohol once a week. The patient drank 1 to 2 caffeinated beverages a day and denied a history of recreational drug use. The x-rays of right knee on (B)(6) 2016 showed no fracture or dislocation, moderate lateral degenerative joint disease (djd), moderate patellofemoral djd and the x-rays of left knee showed no fracture or dislocation, lateral joint space narrowing and mild patellofemoral djd. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient presented to the doctor for follow up evaluation regarding both knees. The right knee was more symptomatic. The patient denied fever, chills or flu like symptoms. The right knee as well as left knee examination showed neutral alignment and no effusion and the palpation was: medial joint line tenderness: mild for both knees; lateral joint line tenderness: mild for both knees; patellofemoral tenderness: mild for right knee and none for left knee; patellofemoral crepitus: mild for both knees; patellofemoral apprehension: none for right knee. The range of motion was: extension: 0; flexion: 130, motor strength was normal and sensation was normal. The capillary refill was normal and there was no pitting edema. There was no valgus or varus laxity. Based on patient's evaluation, the doctor recommended a visco supplementation injection. The doctor discussed risks and benefits of the injection with the patient and the patient agreed to proceed with the injection. The same day, the patient received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date: not provided) into both knees for knee osteoarthritis. The doctor discussed natural history of symptoms, available radiographic findings, and clinical findings with the patient. The injection was performed under sterile conditions and the patient was to return in 6 months for follow up. On an unknown date in (B)(6) 2016, after unknown latency, the patient likely had a pseudoseptic reaction. The doctor told the patient that the symptoms were persistent and in that case recommended over the counter (otc) medications and/or anti-inflammatory medications and/or pain medications, ice modality, avoidance of exacerbating activities and watchful observation. On an unknown date, on friday night, the patient's right knee was swollen. It was reported that he treated the pain with codeine/paracetamol (tylenol 3 w/ codeine). It was reported that the pain was so severe that the patient had to go to the emergency room (ER) saturday morning where they drained his knee, gave cortisone injection, and prescribed him ibuprofen at a dose of 300 mg which the patient took as needed (prn) for inflammation. It was reported that the patient also started to feel a tightening ache in the left knee. The patient did not experience any other medical problems and rated the pain at a 4/10 in the right and 3/10 in the left. It was reported that the symptoms improved after aspiration and injection. Since the previous visit to the doctor on (B)(6) 2016, patient's right knee had slightly improved. As of (B)(6) 2016, the patient continued with mild to moderate constant pain at the left knee which increases with stairs and walking. The patient indicated to having left knee swelling on monday night and the patient reported to the ER. The treatments included drainage and was administered a cortisone injection which helped. The patient continued with tightness in the left knee. The pain was moderate with a 6 out of 10. It was reported that the patient could gradually resume all activities and in future, he would require a different visco supplementation injection in future due to pseudoseptic reaction with synvisc one. The patient was instructed to return for follow up was needed. Corrective treatment: codeine/paracetamol; cortisone; ibuprofen. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 27-feb-2017. The global ptc number with ptc results were added. Text was amended accordingly.